Event description:
The maestro drill with handswitch was sent for service and it ran while in safe mode. No adverse consequence was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.